Event description:
As reported on (B)(6) 2015, (B)(6) male pt presented for a radial arterial line insertion in the left forearm. Post procedure, it was determined by the attending nurse that the arterial line was not functioning properly and was thought to be "clothed off". Per the physician's orders, the arterial ine was removed. Upon removal, it was noted a segment of unraveled guidewire was attached to the tip of the arterial line. Via x-ray, it was determined a piece of the guidewire remained inside of the soft tissues of the anterior distal radius. The piece was successfully surgically removed from the pt. It was reported that no further medical intervention was required and the pt suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the MFR for eval. (B)(4).

Manufacturer narrative:
Returned for evaluation were a 4f introducer dilator/ sheath and a damaged guidewire. An additional piece of the damaged wire was also returned in a specimen container. A visual examination of the returned device noted a portion of the guidewire was unraveled inside of the introducer dilator/sheath. An attempt was unsuccessfully made to remove the wire from the introducer dilator/sheath. The device was soaked in a cavicide solution. After the device was cleaned another attempt was successfully made to remove the wire. A known good 45cm ss guidewire from stock was used in the returned introducer dilator/sheath. The guidewire was able to advance and withdraw without issue. The customer's reported complaint description of the guidewire unraveling is confirmed. Although the complaint is confirmed a definitive root cause could not be determined. A possible contributing factor could be if the wire was pulled back through the needle. Pulling the wire back through the needle is contradictive to the instructions for use. The instructions for use, which is supplied to the end user with this catalog number instructs the user to withdraw the needling while leaving the guidewire in place. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a f/u medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. Complaint # (B)(4).